Event description:
It was reported that pump experienced malfunction after customer mistakenly wore pump into pool, and malfunction code 16 with fault ID 16-0x20e6 was displayed and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for putting malfunctioning pump into storage mode and returning it within required time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.